Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was detected on the right ventricular (rv) lead. The suspected cause of the event is due to lead damage. No intervention has been performed. The patient was stable and will continue to be monitored.